Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an everflex entrust stent implanted on (B)(6) 2016. Patient also had a competitor¿s stent implanted on (B)(6) 2017. Since then, the patient has had an array of symptoms such as cellulitis, bone infections, intermittent chest pain, 2 toes amputated and a staph infection of her toes.